Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, an arthrex subsidiary employee reported via (B)(4) that an ar-9831 ablator electrode is bent. This was discovered during a case. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features.